Manufacturer narrative:
No product was returned for evaluation and no radiographs or images were provided so the complaint could not be confirmed. Review of the reported event identified the patient experienced symptoms of dysphagia at immediate postoperative evaluation that progressed until an esophageal perforation. No definitive root cause could be determined however implant selection and placement and or surgical trauma incurred during the procedure as the likely cause or contributors. No additional investigation can be completed. Manufacturing review: no lot code information was provided so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformance's with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications known to occur which may result in the need for additional surgeries; damage to blood vessels." "Potential risks identified with the use of this system, which may require additional surgery, include...neurological, vascular or visceral injury." "Warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "The nuvasive archon anterior cervical plate system is available in a variety of sizes to insure proper sizing of implanted components. The potential for the success of the fusion is increased by selecting the correct size of the implant. These devices are not intended to be used as the sole support for the spine. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of patient anatomy may present limitations on the size of the chosen implants." "Proper patient selection is critical to the success of the procedure. Only patients who satisfy the criteria set forth under the indications section of this document and who do not have any of the conditions set forth under the contraindications section of this document should be considered for spinal fixation surgery using the nuvasive archon anterior cervical plate system." "The nuvasive archon anterior cervical plate system is designed to provide biomechanical stabilization as an adjunct to cervical fusion and should be used with anterior column support. Without anterior column support, its use may not be successful. Spinal fixation should only be undertaken after the surgeon has had hands on training in this method of spinal fixation and has become thoroughly knowledgeable about spinal anatomy and biomechanics. A surgical technique is available for instructions on the important aspects of this surgical procedure." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at." "Pre-operative warnings 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." 9401672-en h-2022-02.

Event description:
The event was identified during a review of the cervical interbody pmcf study, the report identified that on (B)(6) 2024 a patient underwent a three level anterior cervical discectomy fusion procedure at c3/4, c4/5 and c5/6 with anterior plate fixation without a reported problem. On (B)(6) 2024, pt/ot observed pt with difficulty managing secretions and requested slp evaluation of chronic dysphagia. Slp recommended npo with ice chips or small sips for comfort only after vigilant oral care. He continued to have difficulty swallowing with progress through d/c. On (B)(6) 2024, the pt received peg tube. On (B)(6) 2024, the pt was admitted to ed with sore throat and difficulty swallowing water and dx'd with acute pharyngitis with no infection. D/cd home. On (B)(6) 2024, pt admitted to the hospital and found to have an esophageal perforation with exposed hardware. On (B)(6) 2024, a revision procedure took place to remove the anterior fixation plate, esophageal repair and replace it with pedicle screws from another manufacturer from c3 to t1.